Manufacturer narrative:
The device was reprogrammed and the patient's medication was changed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device was hospitalized for an infection in the leg. While in the hospital, the patient had ventricular tachycardia (vt) and was unconscious. An external shock was applied. Upon interrogation, the device indicated the vt had been classified as gradual, and therapy was not delivered in accordance with the device settings.